Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had scratches on screen, rejected new battery, louder during rewind, motor sounds labored and random no delivery alarm. The device will not be returned for analysis.